Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was an issue with the cutting module of the ocitom probe during vitrectomy surgery. The procedure completion details were unknown. There was no information about patient impact.